Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind,basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no poweror low battery alarm noted. The insulin pump had minor scratched lcd window, crackedbattery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not delivering the correct dosage of insulin. Customer's blood glucose was 600 mg/dl which was treated with manual injection. Customer reported to have switched insulin pump, and it began to work. Customer declined troubleshooting and requested for insulin pump to be replaced.